Event description:
The following has been reported by customer: customer contacted fresenius kabi in order to check the history of the last infusions carried out on (B)(6). There was an incident in the unit, and fresenius kabi would like to assess whether there is any relationship with the infusion of the medication administered. According to reporter, patient female, 1 month and 20 days, date of birth (B)(6) 2026 with esophageal atresia without fistula + imperforate anus was with fentanyl infusion and pump alarmed informing occlusion. Employee silences the pump and pressed the start. Soon after, the patient presents chest stiffness. In a follow-up customer reported the following information: 1. What is the conduct adopted due to thoracic stiffness? Naloxone was administered and positive pressure ventilation was performed. 2. What is the outcome of what happened? Is the patient recovered from the incident? Patient recovered after fentanyl antagonist administration. 3.what is the indication of the fentanyl drug for this case? Analgesia. 4. What are the guidelines provided for in the medical prescription of fentanyl? What dose should be administered, in what volume and in how long? Dose 0.8 mcg/kg/h = 0.2 ml/h. Take 1 ml of fentanyl + 3.8 ml and run on pump at 0.2 ml/h continuous. 5. How soon was the pump programmed to deliver the fentanyl drug? After how long from the start of administration, the occlusion alarm triggered? Continuous, about 15 hours after changing the medication. 6. What is the patient's weight and height? 2.840g and 50cm. Reporting as a conservative measure. Adverse effects were reported. Additional information is needed to complete the investigation.